Manufacturer narrative:
The customer¿s complaint of error code (B)(4) during an infusion on a patient was confirmed. The pcu error log shows system error (B)(4) ((B)(4) in the logs) to have occurred on (B)(6) 2019 at 11:19 am. Keypress replication was able to replicate the customer¿s error code (B)(4) on the screen, 800.8000 in the logs. There were no other errors or malfunctions recorded on the incident day. The root cause of error code (B)(4) is a software timing anomaly which occurred when starting the infusion on the pcu at the same time clearing the alarm on the pump module. The root cause of a ¿radio disable¿ message during network connectivity test was a wireless connection being previously disabled. Testing performed on the received pcu after the wireless connection was enabled and loaded with in-house network configuration identified the pcu connecting as intended to in-house network. No alarms or malfunctions occurred after network configuration was installed.

Event description:
It was reported that during an infusion, a (B)(4) system error code occurred on the pcu. Per the customer, the infusion continued at the kvo rate, however no changes were able to be made to the infusion parameters or settings. The nurse took the unit to the biomed department for evaluation, however the IV set was not sequestered. No patient harm occurred as a result of the event. Additionally, the biomed ran a network connectivity test and identified a ¿radio disable" message.